Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod had been deactivated by the user at the end of the first priming sequence. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing the activation process and deploying as intended. The needle did not deploy early as reported as the needle mechanism was found to be not deployed. The download data from the pod showed that a rotational sensor abnormality had occurred. This abnormality did not affect the activation process. Rerun of the pod did not replicate the rotational sensor abnormality. Inspection of the drive mechanism found scratch marks on the commutator cap on the line of contact between the rotational sensor spring and the commutator cap. It could not be determined if this damage contributed to the rotational sensor abnormality. The exact cause of the rotational sensor assembly malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula deployed prematurely before the pod was applied.